Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in a valid radio frequency overuse condition (foc). A boston scientific company representative reported a medium radio frequency interference. At this time the foc has caused an unexpected decrease in battery life. Various procedural and programming options were discussed for this ICD in order to save battery life. No adverse patient effects were reported. The product remains in service.